Event description:
Customer declined to be transferred to help line. Inbox message states that customer believes insulin delivery of insulin pump is incorrect due to high blood glucose. It is reported that customer's blood glucose was over 500 mg/dl, which was treated with manual injection. Customer did not get a "no delivery" and upon removing infusion set it was found that cannula was not bent. It is believed that insulin was bad. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site per variance 5.